Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The lot number is unknown; therefore the device history records are unable to be reviewed. Based on the information provided the most likely cause of this event is due to the patient's anatomy; there is no indication the implants did not function as intended. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report four of nine for the same event, see also 1032347-2015-00372, 1032347-2015-00373, 1032347-2015-00374, 1032347-2015-00376, 1032347-2015-00377, 1032347-2015-00378, 1032347-2015-00379 and 1032347-2015-00380.

Event description:
It is reported the smallest stock joint available was implanted on (B)(6) 2005, however the patient was experiencing pain due to the patient requiring a smaller size implant. A revision surgery was performed on (B)(6) 2015 to replace the implants with custom joints.

Manufacturer narrative:
Upon evaluation of the returned product, the part identity was confirmed and the lot number was etched on the part; 847590 with a manufacture date of (B)(6) 2005. The part was returned for the complaint that the patient requires a smaller implant size. The part was visually inspected and found in good working condition. The part was implanted for over 10 years and shows minimal signs of wear and no signs of manufacturing defects. No part malfunction was reported in the complaint file. The parts were removed due to the patient requiring a smaller implant. The patient was evaluated for a custom implant. The most likely cause of the complaint is patients condition. One out of the nine part numbers explanted was returned to the manufacturer for evaluation. The location of the additional eight part numbers is unknown at this time. If additional information is obtained a follow-up report will be sent.